Event description:
It was reported that during a laparoscopic appendectomy procedure, the locking cam could not be locked. The device was used as-is to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.